Event description:
While surgeon was using the fixt suture, the fx45 dilator came off the end of the suture. Surgeon looked around in the surgical site and could not locate. It was left in patient. X-ray was taken. Patient was informed.